Event description:
It was reported that the yellow clip section of the epidural device had opened, and the catheter was still inserted into the yellow clip. The clip was then later closed, and the epidural was used successfully. There was patient involvement, unknown patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.